Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where following induction by anesthesia, the patient heart rate was generally in the 60-50s, but regularly dipped into the high 40s. Patient heart rate prior to anesthesia was not disclosed to the edwards team. Following successful deployment of valve, the patient heart rate was regularly in the high 30s, however never lost hemodynamic stability. Final valve deployment position was- anterior was slightly lower than posterior/septal/lateral (around 4-6mm). Implanting team believed this change in rate to be heart block and elected to cross new evoque valve with temporary pacing wire and observe. Per the physician, the root cause of the event was anchor contacting the septum. Per latest information, the patient went for a permanent pacemaker with cs lead. Currently in-patient and on dobutamine drip.

Manufacturer narrative:
Additional h6 type of investigation code: labelling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities was found during DHR review. Since no edwards defect was identified, corrective or preventative actions are not required. A definite root cause is unable to be determined. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.